Event description:
During the initial implant procedure, the left ventricular (lv) lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.